Manufacturer narrative:
The device was returned for evaluation and device analysis is anticipated. A supplemental report will be submitted upon completion.

Event description:
Medtronic received information a pipeline flex protection sleeve detached. The patient was undergoing flow diversion treatment of a large, unruptured aneurysm located in the left internal carotid artery terminus and slightly over the posterior communicating artery. The patient had slightly severe vessel tortuosity and the vessel was small in diameter. The landing zone was 2.6 mm and the proximal was 4.5 mm. It was reported that the distal portion of the pipeline flex device became in contact with the protection sleeve and the protection sleeve "detached" while retrieving the pusher after the device was deployed. The protection sleeve was suspected to be left inside the microcatheter lumen. It was further reported that during retrieval of the push wire, the device was dislodged; however the neck was fully covered. The physician decided to telescope a second device on the distal end. A new microcatheter and device were used to complete the procedure. No patient complication was reported as a result of this procedure.

Manufacturer narrative:
Type of follow up - device evaluation: device evaluated by manufacturer- additional the pipeline flex delivery system and microcatheter were returned for evaluation without the pipeline as it was implanted in the patient. The pushwire was observed to be bent and the distal hypotube was found to be stretched. The distal segment (tip coil and dps sleeves) was found to be separated and missing. The detached pushwire was sent out for further scanning electron microscopy (sem) analysis, which showed torsional overload. Based on the device analysis the clinical observation was confirmed. It appears the pushwire separation was secondary to torsional overload failure. We are unable to definitively determine the cause of the overload. However, the damage seen on the pushwire and accordion microcatheter suggest that there was excessive force used. Furthermore it is possible that the ¿severe vessel tortuosity¿ may have contributed to the excessive force. Per our instructions for use (IFU): ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. "Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.